Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed. However, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed, where the foreign material had remained. Nor, was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states, that detection method in gif/cf/pcf-290 series operation manual chapter 3: preparation and inspection. IFU states, that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had poor water supply. The issue was found during inspection before use for an unknown diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found peeling adhesive around the light guide lens; peeling adhesive around the objective lens; water removal ability does not meet the standard value due to clogging of the nozzle; the adhesive on the bending section cover has white-clouded area; adhesive on the bending section cover has a crack; adhesive on bending section cover has a chip; the play of up/down knob is out of the standard value due to wear of angle wire; the bending angle in up direction is out of standard value due to wear of the angle wire; nozzle has foreign objects; the water supply does not meet standard value due to clogging of the nozzle; and air supply volume does not meet the standard value due to clogging of the nozzle. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name:(B)(4)